Event description:
Complainant alleged that the medics were treating a pt with vital signs absent. The medics administered two 120 joule shocks to the patient, and they then administered two 150 joule shocks to the patient, followed by the administration of two 200 joule shocks to the patient. The medics reported that upon their seventh attempt to shock the patient, the device charged, but would not discharge and displayed a "poor pad contact" message. The medics checked the pads and they appeared "ok". The medics attempted to shock the patient two more times, but the device did not discharge and displayed the same message. The medic then arrived with the patient at the hospital. The patient subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the "patient was in ventricular fibrillation".